Manufacturer narrative:
H6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge (5/32" x 0.23mm) pen needles the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the needle jams and no insulin comes through. Consumer also stated that the needle works during priming. Consumer does not re-use. Lot #: 2187366. Catalog #: 320618. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge (5/32" x 0.23mm) pen needles the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the needle jams and no insulin comes through. Consumer also stated that the needle works during priming. Consumer does not re-use. Lot #: 2187366. Catalog #: 320618. Date of event: unknown. Samples: discarded.